Event description:
A representative reported that they were in a catheter revision case on the day of the report. An 8780 catheter was noted to have been in place, and the pump was not sutured down so it was twisted. The catheter was twisted and kinked when they pump pocket was opened. The physician aspirated the catheter and got csf so he decided to ¿put off the twisted piece apart¿. Upon aspiration of the catheter, ¿more than one to two cc¿s were pulled out¿. The physician thought the patient was getting withdrawal symptoms and their therapy was not as effective. The medication used within the system was infumorph. It was reported that a dye study had been performed, but they could not really determine anything. The original plan was to go in and splice the catheter because ¿they thought it was not intrathecal anymore¿. The pump pocket was opened because, the patient stated the pump was flipping. Csf was checked through the catheter access port and they got csf back right away. It was thought that the catheter was so twisted and kinked that it was slowing down the therapy. The catheter seemed to still be intrathecal. The patient¿s pain was noted to have not been well managed, and they were supplemented with oral pain killers.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID: 8780 lot# serial# unknown, product type catheter. (B)(6).